Event description:
Related manufacturer report number: 2017865-2023-22462. Related manufacturer report number: 2017865-2023-22464. Related manufacturer report number: 2017865-2023-22466. It was reported that the patient was expired. The cause of death was unknown. Further information was requested but not received.

Manufacturer narrative:
The reported event was patient death. As received, a partial lead was returned for analysis. Electrical tests that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.